Event description:
It was reported that this pacemaker triggered an alert for approximately time to explant is six months, and alleged premature battery depletion was suspected. Data was not provided for review. No adverse patient effects were reported. This device remain in-service.

Event description:
It was reported that this pacemaker triggered an alert for approximately time to explant is six months, and alleged premature battery depletion was suspected. Data was requested for review but was not provided. No adverse patient effects were reported. This device remains in-service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.